Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, battery failed alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. The test blood glucose meter communicates properly to the insulin pump noted. The test p-cap locks properly in place in the reservoir compartment noted. No corrosion on the battery tube spring noted. Device received with scratched case, pillowing keypad overlay and serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now error alarm without a low battery alert. The customer stated that the issue recurred after changing the batteries out on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.